Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance of lot 50318un21 was evaluated using world wide data from abbottlink for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 50318un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 50318un21. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer stated that false positive architect stat troponin-I results were generated for two patient samples on (B)(6) 2021. (B)(6) initial result 0.030 ng/ml and repeat result 0.040 ng/ml (positive). (B)(6) initial results 0.036 ng/ml and 0.080 ng/ml (positive). Repeat after re-centrifugation 0.014 ng/ml (negative). No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.